Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose levels upto 19.5 mmol/l on (B)(6) 2026 due to the presence of air bubbles in the reservoir. The patient was treated with manual injection.